Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived onsite and found no errors displayed onscreen. Storage space was checked on both the main and auxiliary units, confirming all drawers and cubies were detected and functioning properly. All drawers were opened and closed with no issues, and no repair service was performed. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed while scanning medications. User was rebooting the station and recovered storage, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.